Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient and a healthcare provider (hcp) with an implantable neurostimulator (ins) for non-malignant pain. The hcp reported that the patient told them that ¿it was not working¿ and it won¿t even turn on. The hcp stated they did not know what that meant, if it meant the implant or the remote. No symptoms were reported. Technical services reviewed that if it was the remote that wasn¿t working, change the batteries and if it was the implant the patient could charge the device. They reviewed that if it had been too long since they recharged the patient would need to see the doctor. The event date was asked but was unknown. Additional information was received later the same day from the patient, reporting that they had poor/no telemetry with recharging. They had poor communication. They stated they tried to charge their implant and they ¿couldn¿t get it to work¿. It was indicated that the patient last successfully charged their ins a few months ago. It was indicated that the reason for not charging was due to the patient giving up on the device, because they weren¿t getting any relief from it at all. They stated they were scheduled for an MRI tomorrow. The patient was redirected to follow-up with their healthcare provider (hcp) for a possible jump start. It was indicated that the issue of the patient not getting relief began about three months ago in 2018 and trying to charge the implant and not being able to began about a week ago in (B)(6) 2018. Additional information was received from the health care professional (hcp). It was reported that they were unable to sync with the patient programmer and are only getting "?" On screen. It was reviewed that patient has not been maintaining charging ins as patient was not getting any pain relief with the ins. It was reported that they tried to check implantable neuro stimulator (ins) two days ago and could not get anything to sync up. Hcp said they have a sheet from (B)(6) 2018 that cleared patient for full body eligible. It was reviewed they could choose to use that as evidence that patient was full body eligible. It was reviewed that depleted ins is off. It was reviewed that they work with hcp and rep to recover ins if patient chose to do that. Additional information was received from the patient¿s spouse on (B)(6) 2018. Previous issues were reported, and it was reported that the patient wanted to see if he could get the pain relief again. The patient had an appointment scheduled for (B)(6) 2018 and requested a manufacturer representative (rep) to be present to jump start for a potential overdischarge. Additional information was received from a manufacturing representative (rep) regarding the patient. The rep alleged that the patient¿s implantable neurostimulator (ins) was in overdischarge, as it had not been charged for over a year. The rep stated that they attempted 3 physician mode resets (pmr) but could not get the ins charged. They mentioned that the patient used the stimulation for the first 6 months after implant, but then didn¿t think it was helping, so they didn¿t recharge the ins. The rep noted that the patient was thin, and they could tell where the ins was, but it didn¿t seem loose in the pocket. The rep stated that they would continue to try and charge the ins. : additional information received from the manufacturing representative indicated that they were not able to get the ins out of overdischarge state. They stated that the patient is going to let them know if they would like to try and attempt to recover it from overdischarge again or move on with another treatment method. Additional information was received from a manufacturer representative on 2019-mar-06 reporting that the patient was scheduled for a replacement tomorrow. The devices would be returned. No further complications were reported.

Manufacturer narrative:
Analysis determined that the ins was functioning within specifications with reduced capacity due to overdischarge. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient¿s weight at the time of the event was unknown and would not be made available due to hippa. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.